Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying a blue screen. The cns then rebooted itself and it came back up, and the unit seems to be working at the moment. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) is displaying a blue screen. The cns then rebooted itself and it came back up, and the unit seems to be working at the moment. No harm or injury was reported.